Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a double beep no cassette/ lens damage. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact; downstream sensor and lens was damaged. The optical switch had a broken wire. During functional check, the reported complaint was duplicated. Found downstream sensor nub was damaged, this could cause continuous alarm. Replaced the downstream sensor and lens.